Event description:
The lead did not enter all the way to the svc during the procedure. The event might be caused by interference with the 9 fr sheath (B)(6) manufactured by medikit. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).